Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion and/or excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/13/2025, a sales representative reported via email that an ar-3740sp double-loaded knotless knee fibertak anchor malfunctioned during use. The anchor initially demonstrated excellent hold and purchase within the bone. The graft was passed through the loops, and the first loop was tightened. While gently assessing the range of motion, the surgeon began tightening the second loop and noticed that the first loop had become loose. Attempts to re-tighten the first loop by pulling on the tail were unsuccessful, as it continued to loosen. As a result, they made the decision to cut and remove the anchor. This was discovered a let during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on (B)(6) 2025.